Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-06404 and manufacturer report # 3005099803-2013-06405. It was reported to boston scientific corporation that two wallflex esophageal partially covered stents were used during an esophagogastroduodenoscopy with stent placement procedure on (B)(6) 2013. According to the complainant, the patient¿s anatomy was not tortuous and the lesion was not dilated prior to stent placement. During the procedure, the first wallflex esophageal partially covered stent (subject of report# 3005099803-2013-06404) was introduced over the guidewire; however, the distal dilating tip detached. Reportedly, the distal tip detached prior to the device entering the patient, and was noticed to be floating on the guidewire. The stent device was removed. A second wallflex esophageal partially covered stent (subject of report# 3005099803-2013-06405) was introduced into the patient and successfully deployed within the esophagus. The stent was fully expanded. During removal of the delivery catheter it was noticed that the distal dilating tip had detached in the esophagus and remained within the deployed stent. The tip was removed from the patient using a snare. The stent remained implanted and the procedure was completed using the second wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-06404 and manufacturer report # 3005099803-2013-06405. It was reported to boston scientific corporation that two wallflex esophageal partially covered stents were used during an esophagogastroduodenoscopy with stent placement procedure on (B)(6) 2013. According to the complainant, the patient¿s anatomy was not tortuous and the lesion was not dilated prior to stent placement. During the procedure, the first wallflex esophageal partially covered stent (subject of report# 3005099803-2013-06404) was introduced over the guidewire; however, the distal dilating tip detached. Reportedly, the distal tip detached prior to the device entering the patient, and was noticed to be floating on the guidewire. The stent device was removed. A second wallflex esophageal partially covered stent (subject of report# 3005099803-2013-06405) was introduced into the patient and successfully deployed within the esophagus. The stent was fully expanded. During removal of the delivery catheter it was noticed that the distal dilating tip had detached in the esophagus and remained within the deployed stent. The tip was removed from the patient using a snare. The stent remained implanted and the procedure was completed using the second wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported issue of stent tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the stent was fully mounted on the delivery catheter. It was noted that the dilation tip was detached from the inner shaft and returned. Microscopic examination of the distal end of the inner shaft and inside of the tip found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. Fourier transform infrared (ftir) analysis was performed on the device to determine if any contaminants were present that may have interfered with the tip to inner shaft bond. This analysis did not detect the presence of any contaminants. No other issues were noted with the device. Based on the condition of the returned device, the reported failure was confirmed. However, the investigation was unable to determine a root cause for the failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.